Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that there was a crack on the battery compartment. The customer does not recall any significant events leading to damage. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump powered up properly after battery installation; the insulin pump was monitored and no blank display anomalies were noted. The operating currents are within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.